Event description:
A few days before the event, the patient reported to the ed with complaints of her aicd(automatic implantable cardioverter defibrillator)firing 4 times in rapid succession. Pt was walking outside at the time the aicd fired. Pt says the first two were within 30 seconds of one another and the next two were about a minute later. 911 was called and pt arrived at ed via ambulance. Pt reported no loss of consciousness, chest pain or any other symptoms other than discomfort from the aicd firing. Chest x-ray and cardiac markers at that time were unremarkable. EKG showed sinus rhythm with no st-t wave abnormalities. Cardiology consulted, aicd turned off, and pt admitted to tele unit. No dysrhythmia seen on telemetry. Pt went to cath lab, where lead fracture was discovered. Insulation break and lead fracture found near suture collar. Per the cardiac surgeon, the lead was inspected further and near the suture collar there appeared to be a break in the outer insulation. As it was manipulated, we had either very low impedances in the 200 range or, when we made a u-shaped configuration of the lead, bending it, and checking the impedance at the simulation point. There was evidence of a lead fracture with impedances greater than 4000. A new right ventricular defibrillator lead was placed successfully in the apex. The defibrillator was tested with a defibrillator threshold testing of 10 joules.